Event description:
The customer contact reported a leak below the flush device. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that solution leaked from between the male adapter and the female adapter, distal to the flush device on the monitoring kit. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation,. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.